Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary ==> two failed suture needles were submitted for fractographic evaluation. The components were identified as product code vcp359g. A fracture was observed in the body near the suture attachment of sample a and at the tip of sample b. One side of each needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fractures were predominantly composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the name of the procedure? Total abdominal hysterectomy. Was the needle piece(s) retrieved during the same procedure? Yes both pieces could be seen and retrieved immediately without any further intervention, and no tissue damage resulted. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? No. Were the fragments generated removed easily without additional intervention? Yes. Was there any adverse consequence associated with the patient? No. What measures were taken to retrieve the broken piece? The pieces could be seen clearly and removed successfully, without trouble. Can you please check on the returned sutures; the lot number was not available to select and I submitted the complaints without noting down the lot number. It was the same lot number for both sutures that were returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. Events reported via: 2210968-2021-08672.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.